Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels ranging from 480 mg/dl to an unknown elevated bg level; cause was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.